Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contraction," baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contraction," baker grade unknown. The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; d.1; d.2; d.3; d.4; g.1; g.4; h6.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d.6a, g4.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii". The device was explanted.